Event description:
The following has been reported: biomed reported : "red service needed error." Injury/adverse reaction : no. Stopped active infusion : no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint not confirmed pneumatic valve leak failure (valve 1). Device was returned due to pneumatic valve leak failure (valve 1). Unit had red pump alarm at start up. Unit passed recharge test but failed hardware test due to valve 2 gross leak error. Handle was found to have a damaged screw mount and loading pin lip seals are sticky. No other damage found.